Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tape not sticking issue due to the infusioin set being caught on her clothes and it fell off on (B)(6) 2026. No further information is available.